Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 323.042, lot no.: 2498295: manufacturing location: (B)(4), release to warehouse date: 13.jul.2009: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The threaded tip of the drill sleeve was confirmed to be broken. The broken piece of the tip was not returned. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed during investigation. The inner diameter of the device measured and is within the specification. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tip of lcp drill sleeve was found broken during inspection of set at loaner department. There was no patient involvement. This is report 1 of 1 for (B)(4).